Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the perfusionist that a minor leak on the spring loaded dialysis lock and luer port was noted. He tightened and it seemed to get better. This is for a quadrox oxygentor for cardiopulmonary bypass. No patient issues and no patient information given.